Manufacturer narrative:
The reported events capsular contracture, seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma.

Event description:
Patient representative reported "the plaintiff was implanted with biocell textured breast implants and suffered, or will suffer, painful removal procedures as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue. The plaintiff experienced severe right breast pain and sensitivity, capsular contracture, difficulty lifting ordinary household items, burning sensation under right breast and under arm, fluid accumulation around right implant, fatigue, and diminished self-image. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress and anxiety, as well as loss of quality of life and depression; and other physical and emotional manifestations that are severe and ongoing. The plaintiff has not been diagnosed with bia-alcl." This record is for the right side. The device remains implanted.